Event description:
It was reported that a patient underwent a hernia repair procedure in 2003 and mesh was implanted. The patient experienced pain and blood in the urine for over 10 years. The patient was examined by a new physician who noted the mesh had eroded into the bladder, pelvic muscles and had adhered to bone. The patient underwent a procedure and had part of the bladder removed to get rid of the imbedded mesh. The patient still had pain where remaining mesh was and had continual bladder issues. The patient also had severe back pain from the mesh adhering to the muscles. The patient reported that the problems caused by the mesh were debilitating. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).